Event description:
Catheter was inserted by rn on 4/1/97. Immediate urine return in tubing was noted. Later that pm, caretaker noted no urine in bag but tubing completely full of urine. Entry into bag was blocked with plastic. CT changed bag and immediate return of 1000 cc of urine was obtained. CT discarded drainage bag.